Event description:
Infection and infective endocarditis reported. The complete system was removed and antibiotics given. No further patient complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.